Event description:
It was reported that vns pt has been experiencing severe voice hoarseness. The pt treating neurologist believes he is suffering from vocal cord paralysis and has referred him to an ent specialist to seek therapy. The vns device diagnostics was normal during the same office visit; however, the physician attributes the vocal cord paralysis to normal stimulation of vns device.